Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10bag 500 pl/wg was unable to aspirate and had the plunger separates during use. The following was reported by the initial reporter: "it was reported that needle will not draw up insulin and the plunger rod separated from the syringe. Verbatim: consumer reported that the needle will not draw. Also stated that when he noticed that there was no insulin in the syringe he began to move the plunger rod up and down and then the plunger rod flew out of the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-19. H6: investigation summary: customer returned a single syringe with 0.5ml graduation marks. No pouch was returned for identification. The returned syringe had separated into two sections. The needle shield and hub had separated from the associated barrel. The hub has become lodged inside the shield. There is no damage to the connector at the distal tip of the barrel or the needle hub. No signs of use and no other defects found. The syringe could not be reassembled by hand to have it tested for general functionality. However, the plunger rod itself remains intact in the syringe barrel and can be pushed and pulled in the barrel without issue. A review of the device history record was completed for batch # 0307358 all inspections were performed per the applicable operations qc specifications. Based on the sample received, bd was able to find that the needle hub had separated from the barrel. As per manufacturing: CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 31ga 8mm 10bag 500 pl/wg was unable to aspirate and had the plunger separates during use. The following was reported by the initial reporter: "it was reported that needle will not draw up insulin and the plunger rod separated from the syringe. Verbatim: consumer reported that the needle will not draw. Also stated that when he noticed that there was no insulin in the syringe he began to move the plunger rod up and down and then the plunger rod flew out of the syringe."